Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that oversensing on the far-field discrimination channel due to possible myopotential oversensing during an appropriately diagnosed supra ventricular tachycardia episode was observed. Further testing and programming changes were recommended. The patient will continue to be monitored normally.